Event description:
It was reported that an overdischarge (od) was suspected. The last time any stimulation was felt was over 12 months ago. The last successful recharging session was also over 12 months ago. A physician mode reset (pmr) was completed a few weeks prior. The patient went on to do 22 pmrs with no success. The patient was completing these on his own and never saw the normal recharging screen or a power on reset (por). The patient met with a company representative on (B)(6) 2014 and they could not communicate with the stimulator. It was suggested that the pmrs be completed in the office but the company representative stated he did not have time for this. An earlier reported noted that the device had reached normal eri, but this was conflicting information and clarification was requested. It was further reported that the patient had not set up a time to clear the por yet; it was unknown if the patient had charged his battery. Later it was reported that there was premature battery depletion. No actions were required as a result of the event. The patient had not used stimulation in a year and was not able to get charge with multiple trickle charges and the patient no longer wanted to attempt to charge stimulation. The patient¿s status at the time of report was alive with no injury.

Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type; extension. Product ID; 37752, serial# (B)(4), product type: recharger. Product ID: 3888-33, lot# v324330, implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3888-33, lot# v378301, implanted: (B)(6) 2010, product type: lead. (B)(4).